Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate erratic readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication, diet, and/or exercise. The inaccurate erratic issue began at 2pm on the day of event in 2009 while the patient took his usual metformin medication. The patient reported blood glucose results of "157 and 165 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. Reportedly, 15-20 minutes after the product issue began, the patient developed symptoms described as "uncomfortable and sweaty." The patient did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from the approved sites, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia 15-20 minutes after the product issue began. Replacement products were sent to the patient.